Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced halos, night driving worse than before surgery and patient was photosensitive. The lens was exchanged with a monofocal lens in a secondary procedure. The patient was not hospitalized for the event and there was no patient harm.